Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic sensor failure message was displayed. The customer had zeroed and obtained a waveform/ numbers, but the failure message persisted. They were advised to disconnect the fiber optic cable and continue to use the transducer for pressure. They were unfamiliar with fiber optic, and a quick explanation was given into the "calibration" process. The difference in the transduced central lumen and the fiber optic was then explained to the customer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Reference complaint #(B)(4).

Event description:
It was reported that after 40 minutes of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer had zeroed and obtained a waveform/ numbers, but the failure message persisted. They were advised to disconnect the fiber optic cable and continue to use the transducer for pressure. They were unfamiliar with fiber optic, and a quick explanation was given into the "calibration" process. The difference in the transduced central lumen and the fiber optic was then explained to the customer. The iab was removed after two hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure tubing and one-way valve were also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.4cm from the iab tip. The optical fiber was found to be broken this location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.